Event description:
During baxter's eval, a device underinfused by greater than 10%. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is complete.